Event description:
It was reported that the patient felt he was not getting any insulin from the insulin pump because his blood glucose levels are high, and he has nausea and dry mouth. The reported blood glucose was 15.3 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The unit passed the prime test, but there was no tubing clamp for the high pressure test. The patient felt uncomfortable with the device, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.